Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change-out procedure, externalized conductors were observed by cinefluoroscopy. High capture threshold was also noted. Lead was capped and replaced on (B)(6) 2016.